Event description:
On (B)(6) 2024, it was reported to accelus that dr. (B)(6) had a removal (B)(6) at (B)(6) hospital taking out linesider screws. 3 follow up attempts were made with the rep and no additional information was provided related to the removal of the linesider screws and why they were removed. Comp (B)(4) was created for the removal of the linesider screws.

Manufacturer narrative:
The parts were not returned, and the failure mode could not be confirmed based on the limited information provided. Risk to the patient as a result of the hazard related to the unknown linesider screw removal is re-operation as it was reported that the patient underwent a removal surgery. No information was provided related to the removal of the linesider screws and why they were removed. No further risk assessment could be performed based on the limited information provided. No further escalation is required at this time. We will continue to track and trend.